Manufacturer narrative:
The oxygen solenoid valve was returned for analysis. The component was tested, and no failures were identified. There was no product deficiency found.

Manufacturer narrative:
G4:03feb2021. B4:04feb2021. The field service engineer (fse) confirmed the reported issue via the event log. The fse replaced the oxygen solenoid valve which was reported to have fixed the reported issue. The device was checked, cleaned, and functionally tested. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The philips field service engineer (fse) reported that the unit was experiencing an oxygen device failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.